Manufacturer narrative:
The revision reported was likely the result of infection, which led to pain.

Manufacturer narrative:
Pending evaluation.

Event description:
Dr. (B)(6) revised a shoulder that was infected and the patient was complaining of pain. The patient's health was stable as they left the operating room.